Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. Review of (B)(6)¿s service history records indicated that the device was previously serviced and the repair actions were verified. On-site inspection, as well as visual evidence provided by the site, revealed that the previous repair was worn out, multiple breaks of the outer sheath, and discoloration to the driveline outer sheath. Visual evidence also revealed damage to the strain relief and evidence of a self-repair. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline sheath was likely a progression of the previously reported damage. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline repair damage and observed strain relief damage may be attributed, but not limited, to wear and/or the handling of the device. The most likely root cause of the observed self-repair event can be attributed to improper handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) experienced issues with the driveline sheath. Specifically, there was a circular break in the old driveline sheath repair approximately 2cm from the strain relief, and multiple breaks along the driveline over a length of about 12cm. Additionally, the driveline outer sheath was noted to be hardened and discolored brownish. The old driveline sheath repair was worn out and broken at the bending point coming out of the patient bag. The driveline cable and sheath damage were identified as components involved in the event. The area had been previously repaired, although the patient could not recall when the repair took place. Servicing was required. The vad was not stopped, and no prophylactic treatment was needed. The vad driveline remains implanted and in service. No patient complications have been reported as a result of this event.